Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive. The customer connected the pump to a power source to charge overnight, however the pump remained unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, the customer has an alternate pump available as alternate insulin therapy.